Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported possible over delivery with the insulin pump. The customer also reported under delivery as they experienced both, high and low blood glucose levels i.e hyperglycemia and hypoglycemia. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in this report. S/w version = 4.11c; retainer ring = black; case type = ngp. On dec 17, 2022 the pump was returned due to customer allegation to pump over delivering causing low bgs and under delivering causing high bgs. The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and the dat test at 0.0871 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly and under delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. In further full review of the pump history on the event date of dec 17, 2022 bolus delivered of 1.6u at 06:37:06.000, 2.1u at 12:08:30.000, 2.3u at 18:36:04.000, 3.3u at 22:49:22.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. In summary, customer allegation for pump over delivery and under delivery not confirmed during full functional testing. Over delivery and under delivery anomaly not confirmed during testing. Unable to verify customer alleged for low and high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.